Event description:
Ring lock failure: found pawl for the detector end ring half engaged. It got stuck on the cover. Readjusted ring lock pawl to clear cover and tested system. A recent hazard analysis has shown the equipment may be in a potentially unsafe condition after a ring lock failure. There was no pt in the equipment at the time of the event. The operators' manual states that the pt should not be on the table during preprogrammed motions that operate the ring locks. There were no injuries to users, pts, or other personnel.